Event description:
User facility reported to the distributor that a needle stick incident had occurred with the nursing staff. The nurse who received the needle stick provided the following info: the incident had nothing to do with the neelde guard and that she received a needle stick while removing the needle cover, prior to injection into the pt. This info indicates that this was not an adverse event. It is unknown to safety syringes, inc., whether the nurse involved with this event received any medical treatment other than first aid.

Event description:
A user facility reported a needle-stick to one of their healthcare professionals, while using the device. No additional information is available at the time of this report. The investigation is ongoing and a supplemental report will follow.